Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 12/15/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: did a piece of the broken needle fall inside the patient? If so, how was it retrieved? All answers above are unobtainable. Once there is any update, we will update the information.

Event description:
It was reported that a patient underwent an fistula procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that at 9:00, the doctor performed "debridement and suture of cervical thyroglossal fistula" for the child. When the suture was opened after routine disinfection, it was found that the tip of the needle had been broken when the package was opened, and the wound could not be sutured normally, and the treatment was continued immediately after changing another suture. The surgery was completed. There is no report on patient's injury. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did a piece of the broken needle fall inside the patient? If so, how was it retrieved? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.